Manufacturer narrative:
Insulin pump received with detached end cap and missing end cap sticker. A scratched lcd window, cracked case, cracked reservoir tube lip and scratched reservoir display window was also noted.

Event description:
Customer reported that she was having problems with her insulin pump. Customer stated that the bottom of his insulin pump came off and the drive support cap is gone. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.